Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received cut in half most likely to make the explant possible. The lens was visually examined and both haptics were in acceptable condition. However, the optic zone could not be further evaluated. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Cosmetic inspection and optical measurement performed at final inspection was reviewed. The records showed the lens passed all the specification requirements and satisfied the specifications for its intended use. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu provides warnings for physicians considering lens implantation under the following should weigh the potential risk/benefit ratio: patients in whom the intraocular lens may affect the ability to observe, diagnose or treat posterior segment diseases; circumstances that would result in damage to the endothelium during implantation; a distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible; and patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted (exchanged) due to post operative surprise. The patient was a previous lasik patient. No further information was provided.